Event description:
It was reported that the procedure was to treat an 80% stenosed proximal right coronary artery. A balance middleweight elite guide wire was advanced to the lesion and a balance middleweight (bmw) was advanced as a buddy wire; however, it could not cross the lesion. As the bmw guide wire was being removed it caught on a stent implant of a non-abbott stent delivery system that was in the guiding catheter and the tip separated, remaining in the guiding catheter. All devices were removed as a single unit. The procedure was completed by using a new guide wire and a new non-abbott stent was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be performed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.